Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were below specification and the device was out of calibration and the motor, reciprocating arm, plug harness assembly, switch, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Initial reporter telephone number: (B)(6).

Event description:
It was reported outside of surgery, the unit was not functioning, and the handpiece was hot while operating. No harm or delay. No adverse event is associated with this malfunction. During product evaluation, it was found that the device was out of calibration and the rpms were below specification. Diligence is complete and no additional information is available.